Event description:
The manufacturer received information alleging a ventilator's airflow inadequate. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The sponge of the air inlet path assembly was observed to be floated upward, which caused the air inlet port of the blower to be blocked. The inlet air path assembly needs replaced to address the issue.